Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had up and down keys are not responding. Customer¿s blood glucose was 288 mg/dl. Customer also reported that the lost sensor signal but did not wish to troubleshooting at this time. Troubleshooting was performed for button error. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify lost sensor alarm due to no button response. No button error alarm during testing. However, keypad flattened button dome switch was found on esc, act.